Manufacturer narrative:
The access vessel minimum luminal diameter (mld) was less 8 mmm, with no noted calcification and no noted tortuosity. The delivery system was not returned for evaluation as it was discarded by the site. The esheath used in the procedure was returned to edwards for evaluation. The following was observed during the pre-decontamination evaluation of the esheath: the liner was torn the entire length of sheath shaft. Per report, difficulties were encountered during withdrawal of the delivery system through the esheath and ¿while  pulling on the delivery system, the sheath liner tore and the tip of the delivery system was outside the esheath dragging along the liner.¿ as such, the complaint for delivery system withdrawal difficulty through sheath can be confirmed through returned condition of the esheath. Review of the related work order revealed one additional similar complaint. The complaint was unable to be confirmed. No manufacturing non-conformances were identified. A root cause was unable to be determined. It is possible that patient factors (access vessel tortuosity and calcification) and/or procedural factors (residual fluid in inflation balloon) likely contributed to the complaint event. A review of complaint history from (B)(6) 2018 to (B)(6) 2019 for the edwards ultra delivery system (all models and sizes) revealed other returned complaints for delivery system withdrawal difficulty. No manufacturing non-conformances that would have contributed to the event were identified. Available information suggested that patient and/or procedural actors may have contributed to the reported event. Review of complaint history from (B)(6) 2019 through (B)(6) 2019 revealed that the trigger for review has been met for the complaint. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Edwards s3 ultra thv system IFU and procedural training manual were reviewed for instructions or guidance for proper use of the ultra delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. The complaint was confirmed through returned condition of the associated esheath used in the procedure (liner tear as a result of delivery system being dragged along the sheath during retrieval). However, as the delivery system was not returned for evaluation, engineering was unable to perform any visual, functional or dimensional testing. As such, a manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, a review of DHR, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the reported events. Per the procedure training manual, the delivery system is required to be completely unflexed prior to withdrawal. It is possible that incomplete unflexing of delivery system could have contributed to the non-coaxial alignment of the balloon with the sheath tip resulting in retrieval difficulty. Subsequently, additional force/device manipulation may have been used in the attempt to pull the delivery system through sheath while the balloon was caught in the sheath tip. This can result in the delivery system tip being dragged along the sheath liner causing the observed liner tear. It is possible that procedural factors (delivery system incompletely unflexed prior to retrieval) contributed to the reported event. However, there is insufficient information to determine a definitive root cause at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect was confirmed in the evaluation, no corrective/preventative actions are required. Since no product non-conformance or IFU/training deficiencies were identified, a product risk assessment (pra) is not required. Due to the unavailability of the device (delivery system), it cannot be determined if a manufacturing nonconformance contributed to the reported event. Although a definitive root cause is unable to be determined, it is possible that procedural factors (delivery system incompletely unflexed prior to retrieval) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified. The complaint trend review revealed no confirmed manufacturing non-conformances. Therefore, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The device was not returned for evaluation as it was discarded by the site. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), higher than normal resistance was encountered while pushing the 29mm ultra delivery system with crimped valve through the esheath at the area of the radiopaque marker. The 29mm sapien 3 valve was successfully implanted in the aortic position. While retrieving the ultra delivery system, difficulties were encountered to get the balloon back into the esheath. Retrieval was done as per training manual. While pulling on the delivery system, the sheath liner tore and the tip of the delivery system was outside the esheath dragging along the liner. When reaching the sheath strain relieve, the tip was pulled inside the sheath and could be removed. After the sheath was removed a small bleeding (vessel perforation) was seen which was treated with a balloon for three minutes and the bleeding stopped. The access was closed and the patient was doing well post procedure.